Manufacturer narrative:
Other, other text: additional information provided in b5. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received with missing upper back label. There was no evidence of the reported problem in the event log. Battery loss test: pump ran 2min 32 sec, pump alarmed 2min 29sec, stop watch #0001, test passed. Unable to repeat customer's reported problem in that the pump "double beep w/cassette" issue during the investigation. The root cause of the issue is unknown. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Additional information was received indicating that the event occurred during test. There was no patient involvement.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited double beep with cassette. No adverse effects reported.